Manufacturer narrative:
E1: phone number- (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, rupture. Discovered by ultrasound or MRI. And capsular contracture, baker grade ii. Device has been explanted. This record relates to the right side.